Event description:
A surgeon reported that a patient developed paecilomyces endophthalmitis five weeks following implantation of an intraocular lens (iol). The infection was treated with antibiotics and antifungal medications. The patient underwent vitrectomy and lens removal at a different facility approximately two months post-implantation. The implanting surgeon is uncertain of the outcome. The association between this event and the iol is not known.